Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window, broken reservoir tube lip, broken battery tube threads and minor scratches on lcd window.

Event description:
The insulin pump was returned for analysis.